Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specifications. The ring was returned and is being investigated. Initial visual examination revealed no failure. The tear in the proximal stump, which occurred during the procedure, is most probably related to the surgical technique rather than to the device (negative leak test and intact donuts indicate proper performance of the device). Indeed, according to the report, before and following the creation of the anastomosis, excess of tissue required continued excision and cauterization around the anastomosis site.

Event description:
The pt underwent a laparoscopic sigmoidectomy procedure due to diverticular disease, with a colorectal anastomosis created with the colonring device. During introduction of the device, the surgeon noted that the rectal stump had excess amount of tissue (mesorectum) posteriorly. He resected this area to free up rectal stump. During closure of the device, the surgeon stretched rectal stump (staple line) across the hub of the device, in which the trocar went through the staple line. After anastomosis was created, the donuts were examined and found to be intact. Leak test was negative. Upon visual inspection of anastomosis, the surgeon noted there was a serosal tear to the proximal stump. Anastomosis was resected and redone.